Event description:
It is important to note that a MFR of the device in question (cryo-hit system) is galil medical, p.o. Box 224, yokneam 20692, israel. Oncura inc is a distributor and us agent of galil medical, israel. 1. In response to the med watch report received on 2/14/2005, the device MFR galil medical submitted six (for each device) medication and device experience report - FDA form 3500a for this reported event. The report numbers submitted by galil medical are: 9616793-2005-00002, 9616793-2005-00003, 9616793-2005-00004, 9616793-2005-00005, 9616793-2005-00006 and 9616793-2005-00007. On these reports, the root cause for reported malfunction was identified as mfg defect - specifically, a production worker error. The production workers were made aware of the defects, instructed to carefully follow the given instructions, and improve overall quality of workmanship. 2. Considering the root cause as mfg defect, the device labeling does not raise any issue of safety or effectiveness for the safe use the device. Also, the device labeling has not significantly changed since last submitted to the FDA.

Event description:
Problem identified before case, during set-up. Probe did not register temperature, and computer display read "no thermocouple reading". Second probe from same lot tried, also failed. Probes replaced with new lot, which worked as expected.